Event description:
It was reported that a small volume intermate contained white floating particles. This was noted before use. The device was filled with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured april 16, 2015 ¿ april 20, 2015. The device was received for evaluation. The device was visually inspected and found a white particle, 1.85 mm square in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particle as acrylic. The cause of the condition was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.